Manufacturer narrative:
(B)(4)

Event description:
It was reported that after the anchor was inserted the suture pulled out of the anchor. A backup device was available and placed into the same site. No delay or patient impact were reported.

Manufacturer narrative:
No evaluation conducted to date due to no product being available for return. The investigation was limited to the information provided as the device will not be returned for examination. A review of the clinical details confirmed the patient had soft bone quality. Per the device IFU under precautions ¿bone quality must be adequate to allow proper placement of the suture anchor. Inadequate bone quality could result in loss of fixation or pullout of the suture anchor¿. Further investigation is not warranted at this time.